Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject coil delivery wire was found kinked/bent and broken/fractured. The main coil was also noted to be kinked/bent. During functional testing, resistance was encountered when advancing the coil through the introducer sheath. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The coil delivery wire was kinked/bent and broken. The main coil was also kinked/bent and was causing friction in the introducer sheath. The as reported can be confirmed. An assignable cause of procedural factors was assigned to the as reported issue coil in catheter friction, as well as the as analyzed issues main coil kinked/bent and coil introducer sheath friction, as it appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The as analyzed issues coil delivery wire kinked/bent and coil delivery wire broken/fractured during use was assigned handling damage as it appears to be associated with handling of the product or portion of the product during the procedure

Event description:
Analysis of the returned device found that the subject coil delivery wire was noted to be broken/fractured. There was no clinical consequences to the patient as a result of this event.